Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a loose power source connector seen during the software maintenance release (smr) update the controller. The controller was exchanged with no effect on the patient. No further information was provided.

Manufacturer narrative:
(B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed. Analysis of the device reveleaed that the device failed to meet specifications; the device failed visual inspection due to serial port cover missing. However, this is an incidental finding. The most likely root cause of this finding is operational use leading to degradation of the serial port cap. Reported event was not confirmed. No root cause related to reported event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.